Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. Performance data collected from the device was analyzed. One por (power on reset) for critical ram parity error, addr=1660, data=7b, on (B)(4)-2011 10:31:56. One patient alert for device circuit error on (B)(4)-2011 10:31:56. The device was not returned but diagnostic information is consistent with reported event.

Event description:
It was reported that the device experienced an electrical reset. The device is still in use. No patient complications have been reported as a result of this event.